Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Charge time out occurred on (B)(6) 2016 likely due to delivered therapy. Total cumulative charge time equals 881 seconds. The battery was too depleted to run on the tester. It was suspected that low battery voltage was the reason for multiple functional testing. Analysis of the device memory indicated the charge circuit timeout alert due to multiple shocks lead to end of service (eos) status. Concomitant medical products: 419688 lead, 694758 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the device reached charge circuit timeout, and triggered end of service (eos) before recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.